Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This smartablate generator was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ system rf generator and suffered second degree burns requiring which did not require medical or surgical intervention. After the ablation procedure, a burn with a blister was noticed under the partially detached valley lab e7506 indifferent electrode. There is no information regarding the size of the blister. The patient did not require extended hospitalization as a result of this adverse event. Patient condition has improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to the grounding pad becoming loose during the procedure secondary to the patient sweating. Patient contact area and indifferent electrode were properly prepared per the indifferent electrode instructions for use. Indifferent electrode was placed on the patient¿s left side. Entire surface of the grounding pad was in complete contact with the patient¿s back. There were no air pockets present between the skin and the indifferent electrode when applied. Conductive gel on the indifferent electrode was present and moist. There were no error codes reported by the smartablate generator during this procedure.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ system rf generator and suffered second degree burns which did not require medical or surgical intervention. No malfunction of the device was reported and no servicing was requested. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.